Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). H6: patient and impact codes: updated.

Event description:
It was reported that guidewire fracture occurred. The over 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 190 cm, straight tip, judo 3 guidewire was advanced for treatment. However, when the device was withdrawn from the patient's body, the spring coil section of the guidewire fractured around 180cm. The device was removed using guidezilla (gz), lower balloon with low pressure dilation and retraction removal. The procedure was completed with a non-boston scientific (bsc) device. There was no patient complication reported and the patient was in good condition. It was further reported that there are no obvious complications, and the immediate manifestation was vasospasm.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that guidewire fracture occurred. The over 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 190 cm, straight tip, judo 3 guidewire was advanced for treatment. However, when the device was withdrawn from the patient's body, the spring coil section of the guidewire fractured around 180cm. The device was removed using guidezilla (gz), lower balloon with low pressure dilation and retraction removal. The procedure was completed with a non-boston scientific (bsc) device. There was no patient complication reported and the patient was in good condition.